Event description:
MFR's rep reported following pump replacement surgery, the pt presented to the ER with withdrawal symptoms; and rec'd IV morphine. A catheter dye study was done and a partial connection of the catheter connector to the newly placed pump was identified. The catheter, and catheter connector were subsequently replaced. Final pt outcome was not reported.